Event description:
Facility reprocessing olympus (B)(4) auxilliary flushing tube in incompatible cer-2 automated endoscope reprocessor which tubing and auxiliary water channel of the connected endoscope is potentially not being high level disinfected. Thusly, such inadequate or inappropriate reprocessing may cause patient injury via cross contamination.

Manufacturer narrative:
The case states that during a visit (B)(6) clinical specialist, (B)(6) reported that she witnessed this facility reprocessing the olympus maj-855 in the (B)(6) cer-2. This automated endoscope reprocessor is not compatible for reprocessing of the olympus maj-855 flushing tubing and such reprocessing is in direct contradiction to (B)(6) IFU. There is potential risk of cross contamination to patients that receive procedures using their maj-855 and/or scopes because they have not been disinfected adequately. (B)(6) clinical specialist and sales representatives have been in communication with the facility in regards to training and other machines compatible to reprocess the olympus maj-855. (B)(6) has a product bulletin informing users/customers of the maj-855 and it's compatibility with (B)(6) machines.